Event description:
It was reported that patient weight was changing inadvertently on the s/5 anesthesia monitor to the weight value set on the aisys anesthesia machine. The user set the patient weight on the s/5 anesthesia monitor to (B) (6) kg, but after approximately 1 or 2 minutes, the weight reverted to (B) (6) kg. The customer tested this phenomenon on four of their twelve machines, and noted that this occurred each time. No injury was reported. The customer is using aisys machines connected to f-cu8 monitors through n-disvent. The reported issues may lead to a potential error in indexed hemodynamic, oxygenation, ventilation and drug monitor due to incorrect weight synchronization from datex-ohmeda s/5 device interfacing solution n-disvent v2. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.